Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of insufficient power supply/source voltage could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that an insufficient power supply caused no image, and patient board failure caused image streaks. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis lucera video system center had no image. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to correct the following fields; b5 (information was inadvertently missed), d10 (information was inadvertently missed) and e1 (inadvertently missed phone number). D8 was inadvertently selected and should be left blank. Olympus will continue to monitor field performance for this device.

Event description:
The intended procedure was a diagnostic gastroscopy, which was completed without delay using another device.